Manufacturer narrative:
Complaint conclusion: as reported, when inserting a 5f mynx control vascular closure device (vcd) into a 5f non-cordis sheath, the physician felt resistance and the device could not be inserted. Fifteen (15) minutes of manual compression was performed and hemostasis was completed. There were no reported injuries to the patient. This was during a percutaneous transluminal angioplasty (pta) angiogram procedure in which a retrograde approach was used. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx device. The femoral artery¿s suitability was verified on angiography, including a 30¿45-degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. The sheath was not kinked or bent upon removal, and there was no visible bending or damage to the distal end of the balloon shaft after removal. No excess force was applied during insertion, and the patient was not morbidly obese. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with a cordis mynx syringe attached to the unit. The sealant was observed in its manufactured position and was partially exposed. Regarding the condition of the sealant sleeves, a kinked condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found to be deflated, and the core wire was present. The atraumatic tip exhibited no signs of damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the kinked condition of the sealant sleeve assembly, which does not allow proper measurement. However, the catheter working length was verified and found to be within the specified dimensional requirement. The measurement was obtained using a calibrated ruler. An attempt was made to perform the functional test to evaluate csi insertion and withdrawal; however, the test could not be completed. Due to the kinked condition of the cartridge assembly, the device could not be inserted into the cannula of the previously flushed laboratory sample csi. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was executed to evaluate the cartridge assembly. During this analysis, the presence of a kinked condition on the sleeves and partial exposure of the sealant were observed. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the kinked/bent sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the issue experienced and observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when inserting a 5f mynx control vascular closure device (vcd) into a 5f non-cordis sheath, the physician felt resistance and the device could not be inserted. 15 minutes of manual compression was performed and hemostasis was completed. There were no reported injuries to the patient. This was during a percutaneous transluminal angioplasty (pta) angiogram procedure in which a retrograde approach was used. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx device. The femoral artery¿s suitability was verified on angiography, including a 30¿45-degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. The sheath was not kinked or bent upon removal, and there was no visible bending or damage to the distal end of the balloon shaft after removal. No excess force was applied during insertion, and the patient was not morbidly obese. The device will be returned for evaluation. Addendum: product evaluation revealed that the sealant was partially exposed.